Event description:
Patient reported experiencing a malfunction with her pump related to a software update, indicated as malfunction 16, which she had encountered. There was no adverse impact to her blood glucose level. Emily attempted to update the pump software multiple times; however, an error in the system prevented the update from proceeding. She sought assistance from technical support to resolve this issue.